Event description:
It was reported that during an unknown procedure, unformed staples deployed after the first firing with gold reload. The tissue hadn't been cut. The surgeon removed the device from the tissue, and closed the jaw removed the device out of the trocar. The surgeon found the jaw could not open to change another reload. Changed new device and reload to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results: premature sled movement. The analysis showed that the device was received in good visual condition and with a cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. Further analysis of the device showed the clamping mechanism was damaged as the device would not open when the release button was depressed. The device was disassembled to verify the condition of the internal components and the wedge guide was found damaged not allowing of the device to function as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.